Event description:
It was reported to philips that the system's wireless footswitch was unable to establish a wireless connection, which can impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnostic procedure was performed when the issue happened. The procedure completed as planned by using the wired footswitch. A field service engineer (fse) examined the system on-site and confirmed the wireless footswitch unable to connect. Upon troubleshooting fse found the wireless pedal was not emitting x-rays. The led indicators were green, the wi-fi indicators were red, indicating a loss of connection between the footswitch and the base station. Footswitch handle was found to be loose. To resolve the issue fse replaced both the wireless foot pedal and the base station. After replacing the wireless footswitch and the base station, the system was working as intended. The codes were updated based on the investigation outcome.